Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 3 events were reported for this quarter   product return status: 3 devices were received for evaluation. Evaluation status: 1 event was confirmed during testing, - 1 device was found to be affected by corrosion, 2 device evaluations are in progress. Product disposition: the device was repaired and returned to the user facility.   Additional information: there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device ran without user activation; 1 event had no patient involvement; no patient impact; 2 events had no known patient involvement or patient impact.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device ran without user activation. 1 event had no patient involvement; no patient impact. 2 events had no known patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.     Supplemental rationale corrected data: 1 previously reported event is included in this follow-up record.   Product return status 1 device was received for evaluation.  Evaluation status 1 reported event was confirmed during testing. - 1 device was found to be affected by corroded motor socket assembly.   Additional information 1 device is not labeled for single-use. 1 device was not reprocessed and reused.